Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices after an interventional procedure for a heart pump using a 14f sheath. Reportedly with both devices, the device was inserted over the wire and the wire removed. The footplate was deployed, and the device pulled back to confirm contact with the wall of the vessel. However, after pulling the device back, the plunger came out of the device with no suture attached (the plunger was never pushed into the device, and it came out on its own). A third prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received:the malfunctions were previously reported incorrectly. Follow up with the account confirmed that a cuff miss occurred with both prostyle devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: event description h6: medical device problem code 1430 removed.